Event description:
It was reported that the hourly diuresis bag poorly drained the patient's urine around 5 a.m. On 6/08 patient in bladder globe. It was a recurring problem where there was no obstruction of the tubing or kinking or other observed by ide. The ide has mobilized the tubing and the urine passed from 0 to 500 ml after the action was taken in the healthcare establishment for patient care.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿wrong tubing dimensions¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. If using a urine meter, it may be emptied in two ways: a. To empty into the bag, grasp the bottom of the meter and lift up. To ensure that the meter empties completely, lifting again is recommended. B. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green position of the drain valve to the right. 5. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the hourly diuresis bag poorly drained the patient's urine around 5 a.m. On 6/08 patient in bladder globe. It was a recurring problem where there was no obstruction of the tubing or kinking or other observed by ide. The ide has mobilized the tubing and the urine passed from 0 to 500 ml after the action was taken in the healthcare establishment for patient care.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.